Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and / or corrected data. Clarification to d.6b: confirmation of explant has not yet been provided.

Event description:
Healthcare professional additionally reported and confirmed left side baker grade iii.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown grade, affected side unknown.

Event description:
Healthcare professional reported capsular contracture unknown baker grade, affected side unknown. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, g1, h6.

Event description:
Additionally reported was "partly wavy, partly flat concave on the lateral side". The device has been explanted.